Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, trailing haptic stuck between the injector and the plunger. It felt during loading and asked surgeon to check before injecting in the eye. The surgery was completed with different lens. There was no patient contact and harm.

Manufacturer narrative:
The device with the lens was returned in the blister tray inside the carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was fully advanced. The trailing haptic was extended back along the side of the plunger. The distal tip of the trailing haptic was trapped beside the plunger behind the plunger groove in the nozzle tip. The remainder of the lens was extended outside of the nozzle tip. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was used. The trailing haptic position indicates it was not in a proper position for advancement per the provided diagrams in the IFU (instructions for use). The root cause may be related to a failure to follow the IFU. The IFU instructs: during device preparation and implantation of the company specific model iol with the company specific preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. After the lens has been advanced to the ¿fill-to¿ line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. Once the lens is in position at the ¿fill-to¿ line, it should be implanted within 3 minutes. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The trailing haptic may become stuck: due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. If the operating room temperature is too high (more than 23 degree celsius / 73-degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).